Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [report no. (B)(4) ]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject p200-smh-hs device [02240006]. There were no problems observed during manufacturing or testing noted in the DHR. The repair history showed 1 service record since the device was shipped. According to the service record (july 2023), after repairing the device, nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. B) nakanishi attached a test attachment to the returned device, connected the device with the attachment to a company-owned control unit, and activated the device to observe whether or not there was an abnormality. No abnormality was observed during the evaluation. Nakanishi then bent the motor cord and pulled the connector by hand during activation. The reported phenomenon was not reproduced. C) nakanishi then carried out an evaluation using a different approach as follows. C.1) the returned device was pre-washed at 25 degree c or lower for 3 minutes, washed at 40-60 degree c for 5 minutes, rinsed at 10 degree c or lower for 1 minute and disinfected at 93 degree c for 5 minutes prior to the evaluation. C.2) immediately after the wash and disinfection, nakanishi connected the device to the control unit and activated the device to see whether or not there would be any malfunction. C. 3) next, the device was sterilized at 135 degree c for 18 minutes prior to the evaluation. C. 4) immediately after the sterilization, nakanishi connected the device to the control unit and activated the device to see whether or not there would be any malfunction. C.5) nakanishi repeated the cycle of c.1), c.2), c.3), and c.4) 10 times. There was no abnormality observed during the evaluation. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the device and performed a visual inspection of the internal parts. Nakanishi observed the following: the motor assy exterior of the device was discolored and corroded. The p. C. Board was not discolored or corroded due to water ingress. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi could not identify the exact cause of the reported unintentional activation of the returned device because nakanishi was not able to replicate the malfunction and did not observe any abnormalities in the visual inspection. B) in spite of the fact that nakanishi could not identify the cause, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the doctor and directed the doctor to wash the device by the cleaning method as instructed in the operation manual.

Event description:
On (B)(6) 2023, nakanishi received a phone call from a distributor about a malfunction of an nsk surgical device. The details nakanishi obtained are as follows. The event occurred on (B)(6) 2023. The doctor was performing an inspection of the p200-smh-hs device serial no. (B)(6). During the inspection, the device suddenly activated while the handswitch was in the off position. There was no affect to the patient.